Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit failed the normal mode and triggered 25800, 25801, and 23038 errors. The biss flat flex cable (ffc) was reseated but the reported issue persisted. The sspm printed circuit assembly (pca) was replaced with a test one and it fixed the issue. As a fix, the sspm pca was replaced to address the reported problem. The unit was also tested on the test platform with a test sspm and passed servo test, sine cycle, clutch button check, preload sensor check, sterile adapter (sa) plunger/engagement check, instrument sensor/engage spline check, friction tests, brake tests, backlash test, and belt proof load test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the customer encountered an error on patient side manipulator (psm) 3. The customer disabled psm3 and continued with the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting and recommended power cycling the system whenever clinically possible. The customer could not troubleshoot at the time. The site continued to complete the procedure as planned with no reported patient injury. The customer later called back and stated that the hard power cycle on the system did not resolved the errors. The tse reviewed the uploaded logs and noted errors 25800/25801 pointing to the psm3. The customer requested for a field service engineer (fse) for onsite assistance.